Event description:
It was reported that the pt experienced shocking sensation on the right side of their body. The device was replaced and the pt recovered without sequela. There was no report of injury as a result of the shocking while the device was implanted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.